Manufacturer narrative:
(B)(4) on (B)(6) 2012, the customer reported that the battery was not holding a charge and there are no led lights. There was no report of patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2012, the customer reported that the battery was not holding a charge and there are no led lights. There was no report of patient involvement.